Event description:
The ge oec 2600 uroview fluoroscopy system had a collimator leaf in the field of view. The system was kept in-service by the facility.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the x-ray tower and table had been lifted and the x-ray tube housing struck an overhead light fixture, damaging x-ray tube housing, including the collimators and affecting x-ray beam alignment. The x-ray beam was re-aligned and collimators reset and calibrated. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue. This issue did not preclude system utility.